Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: manufacturer narrative, imdrf annex a, b, c, d, g codes. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the reported heparin alert dose was not able to be confirmed, as no devices or logs returned for investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. Bd alaris¿ system with guardrails¿ use manual v12.3.2 states that the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported heparin alert dose could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.